Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm and hardware low level failure alarm. Customer's blood glucose level was 172 mg/dl. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer was advised to disconnect from the insulin pump, wait for light to stop flashing, insert a new battery, clear the power error detected alarm, update the date and time and complete the reservoir and tubing process. Customer advised the power error detected alarm recurred within a week of troubleshooting. Customer advised both alarms remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed displacement test, self test, sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue electrical board and the power management graph was abnormal. Pump error 25 noted of detail traces file or formatted history file noted due to connector resistance issue. After disconnecting and reconnecting the connector at electrical board, the device was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Format history file analysis confirmed pump error 63 due to poor solder joints at ambient light sensor on keypad assembly. The device was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.